Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: bockler, d., krauss, m., mannsmann, u., halawa, m., lange, r., probst, t., and raithel, d. Incidence of renal infarctions after endovascular aaa repair. Journal of endovascular therapy. 2003; 10: 1054-1060.

Event description:
Boston scientific (formerly guidant) received information from this journal article of a study conducted to assess the incidence and etiology of renal infarctions following endovascular abdominal aortic aneurysm (aaa) repair to determine any association with infrarenal or suprarenal fixation. A total of 663 patients were included in the study conducted from 1994 to 2001. Twenty-three patients suffered from limited, segmental infarction due to intentional covering of preoperatively diagnosed accessory renal arteries. Unintentional renal ischemia was identified in 56 patients and within this subgroup, more patients had suprarenal fixation versus infrarenal fixation. In this study, it was reported that 18 patients with ancure/evt endografts experienced renal infarctions; 12 of those were unintentional. No additional adverse patient effects were reported on these 18 patients. The specific model and serial information was also not provided in the article. An attempt to obtain additional information was not successful.